Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos was provided for investigation. The photos were reviewed and the indicated failure mode for abnormal gel position with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted, neither testing of retains could be performed. Root cause could not be determined.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor separator movement. The following information was provided by the initial reporter: translated to english. The customer stated: there is an abnormal position of gel after centrifugation. According to the customer's report, the post-centrifugation gel position is wrong."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor separator movement. The following information was provided by the initial reporter: translated to english. The customer stated: there is an abnormal position of gel after centrifugation. According to the customer's report, the post-centrifugation gel position is wrong."